Event description:
Reportedly, the physician tried to interrogate an implanted device unsuccessfully. Representative told him on the phone try again with a second programmer by tilting the cpr3 head on a vertical way, then the physician was able to interrogate the device. Later an error message appeared on the screen and the programmer stopped working during few minutes and then worked again normally. Preliminary analysis is suspicious of a programmer performance issue.

Event description:
Reportedly, the physician tried to interrogate an implanted device unsuccessfully. Representative told him on the phone try again with a second programmer by tilting the cpr3 head on a vertical way, then the physician was able to interrogate the device. Later an error message appeared on the screen and the programmer stopped working during few minutes and then worked again normally. Preliminary analysis is suspicious of a programmer performance issue.